Manufacturer narrative:
Physio-control replaced the system pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered itself off during patient use and intermittently will not power on. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has attempted to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Event description:
The customer contacted physio-control to report that their device powered itself off during patient use and intermittently will not power on. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has attempted to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and observed that crystal, designator y1, on the single board computer was observed to be intermittently failing to oscillate. The failure to oscillate was observed to occur when the device was not booting up.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and duplicated the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered itself off during patient use and intermittently will not power on. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has attempted to contact the customer in order to obtain additional information on the patient; however, no response has been received.